Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's handle can be rotated but the screen does not rotate as much, during a procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g1, h2, h3, h6, h7, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on outer tube, loose light guide (lg) adapter a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to tension on cable, resulting in difficulty in rotating the scope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.